Event description:
Hospice pt was terminally ill and in last stage of dying - comatose. Family was suctioning pt with "gurgling respirations." Canister bottle float apparently stuck after bottle was emptied. Family unable to oral suction pt after 3rd or 4th use. Pt died while family was trying to troubleshoot problem on phone with vendor. Equipment was not labeled with a warning on how to dislodge float. Death was not caused or contributed by problem. However, could be very serious in another situation.